Event description:
I work for an unnamed consumer. She has been using the eitan medical sapphire pump for hydration tpn however the pump should only allow a small amount of air into the line; however, excessive amounts of air always ends up in my consumers line where she has had to disconnect or prime the pump while it is connected to her. She has called hartwell and the pump manufacturer and neither have provided a safe solution to excess air ending up in the line.